Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.

Event description:
During the pfa procedure, while performing the initial aspiration with the non-abbott catheter (farawave by boston scientific) inserted in the sheath, the physician pulled back air bubbles. The first time this was seen was after insertion of farawave, it was not seen after transseptal or removal of the dilator. The sheath was replaced and the procedure was completed with no adverse patient consequences.